Event description:
It was reported that there was a possible slow leak in the band, and there is an unexplained leakage somewhere in the system.

Manufacturer narrative:
D4; h4, h6: information anticipated, but unavailable at this time.